Manufacturer narrative:
The device was returned and the evaluation found that the device had a faulty power supply, which caused the unit to not turn on. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, that the video system center had a blown fuse on the unit. The issue occurred during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the power did not turn on occurred because the fuse of the power supply unit was blown. Olympus will continue to monitor field performance for this device